Manufacturer narrative:
The event of capturing problem and unexpected mode switch were reported to abbott and not confirmed. The device was received with battery voltage above eri level. Electrical and mechanical analysis performed indicated normal functionality. Field session record indicated ¿emergency vvi¿ mode was manually programmed by the user during the implant procedure. Further analysis, including output verification, found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. DHR was reviewed and the device passed all tests prior to its distribution.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was detected on the right ventricular (rv) lead. During the replacement procedure, the pacemaker was connected to the rv lead. However, no pacing output occurred and the patient experienced asystole and cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed on the patient in order to restore their cardiac rhythm and a pacing system analyzer was connected to provide pacing support to stabilize the patient. The device was found to be in emergency back-up vvi mode. The rv lead was capped and replaced to resolve the noise. The device was explanted and replaced to resolve the pacing issue and back-up mode. The patient is now stable.